Manufacturer narrative:
(B)(4). Additional information: the bag was broken and had a hole. Was it another part of the device that broke? No. What was being performed when the malfunction occurred? Laparoscopic appendectomy. What specimen was being removed from the patient? Appendix. What was the size of the specimen? Not known, but surgeon mentioned that it was small. Were there any difficulties deploying the bag? No. Voc pouch broken: please specify at what point the pouch broke? Not known. Prior to or during removal? During the removal. Did any contents spill into the patient? Appendix stuck in the umbilicus. What were the indications for surgery? Acute appendicitis. What was found? Na. Does the patient have any relevant history of surgical treatments? Not known, if so what? Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the push pull rod broken at handle assembly area. A potential cause of this damage is the application of an excessive force on the device that causes the push pull rod to broken during transit. However, no conclusion could be reached as to what may cause the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke at the tip when removing from the umbilical port. No adverse patient consequences reported.